Event description:
Caller states the pt tested 4.4 inr on the coaguchek system while a comparison lab returned as 3.2 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.